Manufacturer narrative:
The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified there was damage to the transition tubing. However, catheter functionality was not impacted; the catheter passed patency testing, and no leaks were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0217194739, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 28-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal methadone 30 mg/ml at 18.81 mg/day and clonidine 250 mcg/ml at 156.75 mcg/day via an implantable pump. It was reported that the patient showed more pain and withdrawal symptoms. An MRI showed possible epidural bleeding, but the neurosurgeon was not aligned with that. Surgical intervention on the level of the catheter tip occurred. It was found that the catheter tip perforated into the epidural space, and there was purulent fluid. The pump was explanted because of a possible infection. The product would not be replaced in the future. The product would be returned to the device manufacturer. It was unknown if the issue resolved. The patient's status was alive, no injury. It was unknown if any environmental, external or patient factors might have led or contributed to the event. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. It was later reported that the catheter migrated to the epidural space. Infection was confirmed from the optical point (there was white liquid). The infection was located at the migrated catheter tip.